Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2500 ohms impedance in both leads and loss of output. The associated leads exhibited lead fracture and a stripped insulation.